Manufacturer narrative:
Additional information: lot number. The returned arm was functionally tested and found to no longer remain rigid when the knob is tightened. The cause is attributed to repetitive use. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an articulating arm was found to no longer stay rigid. This was discovered after the device went through sterile processing and had no surgical impacts.